Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6)explanted: 2018-(B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: 2018-(B)(6) product type lead: analysis found no significant anomaly of either lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022,(B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a lead migration due to patient compliance. An x-ray was performed and the leads were replaced and re vised. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.